Event description:
The facility experienced four (4) microtip unit failures when trying to perform the percutaneous tenotomy procedure on a patient. All four (4) microtips failed on the same patient. The microtips each primed properly and passed the acoustic check. When inserted into the patient, the device would no longer function (cut). The patient was sent home without receiving the tenex procedure or a convergent procedure (open surgery). This complaint is being reported because an incision was made into the patient is preparation of the percutaneous tenotomy procedure. Per the distributor who reported the incident, death or serious injury did not occur and there were no physiological complications due to the unit malfunction.

Manufacturer narrative:
The console was returned to the manufacturer for evaluation. The evaluation of the console verified the reported complaint that the microtip units would not cut. Evaluation of the console unit showed that ultrasonic cut testing could not be completed due to a broken lead on the ultrasonic coil on the phaco board. The reported stopped cutting malfunctions was attributed to issues observed with the console. The microtips are still being evaluated, however as the cause of the failure was the console, the MDR is being reported for only this specific device. The console was repaired, tested, and adjusted.